Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. Customer bypassed food to address bg level. The customer was referred to health care provider for possible factors that may affect bg levels.